Manufacturer narrative:
(B)(4).

Event description:
Procedure: orthopedic. According to the reporter: between week 6 and 10 post-operatively, the pt experienced blistering along the suture line, resulting in suture splitting and dehiscence of the wound. Large portions of product was extruding from the wound.